Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: coupler broken, not able to attach the telescope. Additionally, the regional repair center identified, the following failures: water tightness failed, due to damage cable. Due to liquid ingress on pins of charged coupled device, error b-30 and no image occurs. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. That the subject device exhibited water tightness failed, leakage on pins of charged coupled device, no image, b30 communication error and damage cable. There was no patient involvement.